Event description:
Event description cpi received information that during the removal of a lead that was recalled by another manufacturer, this implantable pulse generator (ipg) reverted to stat 1-vvi mode after the use of electrocautery. (Stat 1-vvi mode is a special high energy mode of pulse generator operation.) Cpi's physician's manual for the vista ddd pulse generator recommends using caution when electrocautery is necessary on a patient with an ipg.